Event description:
During a routine follow up, externalized conductors were observed via x-ray. No other anomalies were found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.